Manufacturer narrative:
Fujifilm is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation.

Event description:
On 03 march 2022, fujifilm healthcare corporation received a complaint regarding oasis xp 1.2t open MRI system. It was reported that a (B)(6) patient complained that the scanner was really loud and had a smell to it. He called back the day after the scan stating that his ears were still ringing. The patient was concerned if the machine was working properly. No additional information was provided. There is no death or serious injury associated with event. This event is being reported in an abundance of caution.

Manufacturer narrative:
On june 09, 2022, fujifilm healthcare concluded the root cause investigation. During the investigation, the following was noted: the examination was completed successfully and there was no delay noted. There were no problems reported with the images taken. The sound pressure level was less than 140db, complying with the standards. There were no user lead errors identified. There were no problems reported with the device before and after this event/scan. The device was inspected and found to be performing as intended. There were no abnormalities identified within the device that could have led to this event.